Manufacturer narrative:
The follow-up report is being submitted to relay correction information. Upon reassessment of the reported it was determined to be a duplicate report. The event will continued to be reported on MFR 0001822565 - 2018 - 00024.

Manufacturer narrative:
Cmp-(B)(4). Concomitant medical products: unknown femoral, catalog #: unknown lot #: unknown. Unknown tibial tray, catalog #: unknown lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-11368, 0001825034-2017-11369. Product location unknown.

Event description:
It was reported that the patient was revised to address allegations of pain, swelling, loss of range of motion and metallosis. Attempts have been made and no further information has been provided.